Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical w/o lymphadenectomy prostatectomy surgical procedure, the monopolar curved scissors instrument black wire in the tip was broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.